Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that as the patient was getting ready to eat and noticed her blood glucose (bg) levels reached 460 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. The patient reports that her doctor made changes to her pdm (personal diabetes manager) on 8/13/19 and the patient does not remember the changes that were made. As treatment, the patient changed the pod and performed separate boluses. The patient's blood glucose and insulin history are as follows: (B)(6).